Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to customer's blood glucose. Reportedly, the customer declined follow up with tandem technical support. No additional information was provided.